Event description:
It was reported that the user experienced hyperglycemia after a supply change while using the ilet, with a fingerstick glucose of 531 mg/dl and the device indicating high glucose; logs showed a meal announcement during the hyperglycemic period and the user elected to wait before performing another supply change. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no hospitalization, no medical intervention beyond troubleshooting, and no long-term impact reported. Investigation included product-use review, log review, and user education regarding infusion site change and timing of meal announcements during hyperglycemia. Investigation of this case revealed no device malfunction reported and suggested possible infusion site or set issue and contributory user timing of a meal announcement during a hyperglycemic event, which can worsen or prolong hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.